Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer noticed two small lines and dots on the display of the spirit combo insulin pump. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer damaged the buttons on the pump by handling the buttons with sharp objects. The resulting holes in the buttons allowed moisture into the pump which damaged the pump electronics.